Event description:
Customer reports to have high blood glucose of 449 mg/dl, which was treated with infusion set change. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was found that cannula was bent. Troubleshooting could not continue as customer did not have tubing clamp for high pressure test. Customer will call back once in receipt of tubing clamp. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.